Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an incident where the paramedics were called. The way the patient described the event was that her blood glucose was running high, she performed a bolus to correct, and ended up "bottoming out", at which point the paramedics were called. The customer stated she believed the incident was caused by a combination of human error and the settings on her insulin pump. Nothing further was reported.